Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (67mg/dl). Customer believes pump basal rate needs to be adjusted. Customer stated they drank juice to stabilize blood glucose levels.